Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of all five screws. Three of the screws showed flatted tips, one of the screw showed a broken off tip, and one of the screws showed no damages or defects. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures: the defective screws exhibit damages caused through the handling process (breakage, flattening of the tip) without further knowledge about the circumstances it could be possible that the surgeon made some handling errors during implantation. The IFU points out to consider some points during handling and implantation to avoid damages to the devices. Therefore the root cause of the failure is most probably usage-related. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a cranioplast. According to the complaint description the screw broke. The surgery was completed without any problems by replacing them with others. The patient harm is unknown but no infection was reported. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).